Manufacturer narrative:
The implant was not available for cause analysis. The identification of the implant (batch code) was not provided. According to the available x-ray image after implant failure, a clear gap between the bone fragments and callus formation on the side opposite the implant is clearly visible. According to the available x-ray image following implant failure, a clear border between the bone fragments and callus formation on the side opposite the implant are clearly visible. Expert opinion: overall, the bone shows clear signs of atrophic pseudarthrosis 6 months postoperatively. Presumably caused by too many screws in the fracture area, this may have led to reduced blood flow and, as a result, a lack of revascularization. The implant is not designed for such cases of prolonged lack of bone healing without bony support. . Furthermore, it is very likely that the patient, also due to her age, was unable to bear partial weight adequately. According to the user, partial weight-bearing was limited to the first two weeks postoperatively. The high forces over a long period of time ultimately and inevitably led to permanent failure of the implant. No implant-related causes could be identified.

Event description:
The distal femur plate broke six months after surgery without bone healing.